Manufacturer narrative:
G4 22may2020. B4: 22may2020. The blower motor assembly was returned for failure analysis. A visual inspection revealed no anomalies. During testing, no faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/20/2020.

Event description:
It was reported that the unit declared a blower stall error. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer confirmed the error in the unit's device logs. The technician recommended that the customer replace the blower. The customer reported reconnecting the blower cable and running the unit for a week. The customer occluded the circuit and the blower did not stall. There were no further errors or issues with the unit.